Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Company representative reported on behalf on the healthcare professional, left-side rupture and exchange from textured to smooth due to concerns with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: no observed rupture on the device. Additional observations: deformation device observed on the device. Cloudy observed in the gel.

Event description:
Company representative reported on behalf on the healthcare professional, left-side rupture and exchange from textured to smooth due to concerns with the product. The device has been explanted and replaced.